Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having intermittent communication loss with connected device(s). No patient harm was reported. The bme reported they changed out the allied telesis switch with a cisco switch for the cns/org section of the network and that resolved the issue. Investigation summary: the customer was able to resolve the issue of communication loss by replacing one of their switches. Switches are controlled by the customer and are not an nk product. Root cause is related to the hospitals network environment. There is no evidence of an nk device malfunction. A corrective action and or preventative action (CAPA) is not warranted. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 09/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/28/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but model, serial number, device information was noted as no information (ni), as attempts were made to obtain the information, but none was provided. Org: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni telemetry: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI)#: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having intermittent communication loss with connected device(s). No patient harm was reported. The bme reported they changed out the allied telesis switch with a cisco switch for the cns/org section of the network and that resolved the issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having intermittent communication loss with connected device(s). No patient harm was reported. The bme reported they changed out the allied telesis switch with a cisco switch for the cns/org section of the network and that resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having intermittent communication loss with connected device(s). No patient harm was reported.